Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 06/02/2014. Device evaluation: the device has been returned and evaluated by product analysis on 05/13/2015 with the following findings:a review of the pump histories indicated that the last basal delivery occurred on 03/09/2015 at 6:47pm. There was no activity outside normal use observed in the black box. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. No errors, alarms, or warnings occurred during testing. All test boluses were delivered and recorded accurately. The complaint could not be confirmed or duplicated on investigation.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump¿s bolus history was not correct. Reportedly, a breakfast bolus of 5.0units was delivered at 8:10 but was not in the pump history. The pump history showed a bolus of 3.5units at 08:25, however the reporter stated a bolus was not delivered at that time. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.